Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide.  Model: ust400. 17845-5a-aw rev b 09/17.  Checking your blood glucose.  Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient experienced high blood glucose levels while wearing the pod. Patient called his mother due to not feeling well and sweating; mother felt that the cannula may have dislodged during physical activity and told patient to change the pod. Mother picked up patient and brought him home; patient¿s blood glucose (bg) had reportedly decreased from reading high (>500 mg/dl) to 300 mg/dl. A few hours later, patient was taken to the emergency room, where he was diagnosed with hyperglycemia and a fever of 102 degrees. Patient tested negative for the flu but was given motrin to counteract the fever; bg levels continued to be monitored and basal settings were increased. Patient was released early the following morning and was given glucagon, insulin and test strips.